Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that pump won't turn on, keypad was not working. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and it was found that pump has damage at bottom right, in retainer ring and reservoir was not able to lock in place when inserted into pump . No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1884.

Manufacturer narrative:
Unit received with physical damage to all internal electronic assemblies. Unable to perform sleep current measurement, active current measurement, and selftest due to damages to the electronics. Unable to download due to damages to the electronics. The p-cap locks properly into the reservoir compartment. The pump was cut open and damages to the internal electronics were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, peeling display window cover, dog chew marks on keypad overlay cover, dog chew marks on reservoir tube lip, retainer missing, stained serial number label, missing case end cap, and scratched case. Blank display was confirmed during analysis due to physical damage to all internal electronic assemblies. Unable to verify keypad not working due to blank display, dog chew marks on retainer and dog chew marks on battery area confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.